Event description:
Pt was receiving cancer treatment. At the time of the event pt was receiving image guidance prior to start of daily radiation treatment. During the cone beam CT rotation, the center throat cover on the varian ix-s 701 fell off and hit the pt in the head. This occurred on the 2nd pt after a service was performed by the varian service engineer approx 20 mins post service. During the service, the engineer had removed the cover and replaced cover and released the machine for continued treatments of pts. When cover fell, pt was startled causing him to jerk injuring his back. Pt denied pain or injury to head at the time of the initial assessment.